Event description:
Customer reportedly received a result of 157 mg/dl, a result of 70 mg/l and a result of 163 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.